Manufacturer narrative:
The reported complaint is not confirmed. The complainant facility was unable to provide a complaint sample for manufacture eval. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. The MFR production records were reviewed and all lot release criterion were met. No further analysis/investigation required. A mfg review was performed of the products shipped to the dialysis center during a three (3) month time frame (11/07/2014-12/05/2014) for potential formulas and lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded.